Event description:
Patient reported that the pt's ot basic meter was powering off during use. Patient has been unable to test blood glucose for about a week. Patient went to see the pt's doctor because pt was unable to test. No add'l info available.